Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out after the placement. Stated that the user tried again to inflate but the balloon did not inflate and water leakage occurred.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was not used for patient treatment. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted 1 three-way foley catheter inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and notice no leakage deflated passively with no issues. The balloon concentricity was 50:50. The device history record review was not required as the reported event was unconfirmed. Labeling review is not required as the reported event is unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out after the placement. It was stated that the user tried again to inflate but the balloon did not inflate and water leakage occurred.